Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient was complaining of pain resulting in revision.

Manufacturer narrative:
An event regarding pain and subsequent revision involving a triathlon femoral component was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no devices were returned for review. -medical records received and evaluation: review of the provided x-rays by a clinical consultant indicated that the femoral component has adequate alignment on the ap view but the important lateral view is very blurred and does not allow to conclude with certainty about pathology. There is vague suggestion of component loosening that might explain the patient¿s pain and revision indication. Based on the limited information provided, this case cannot be solved with certainty due to limited and suboptimal quality information. From the clinical perspective, the potential femoral component loosening is usually associated with overload from either instability or suboptimal cementation technique and as such is quite likely procedure-related and not device-related but this cannot really be proven with the current information. -device history review: not performed as no lot details were provided. -complaint history review: not performed as no lot details were provided. Conclusions: based on the review of the clinical consultant, the pain could possibly have been caused by a potentially loose femoral component. However, due to limited and suboptimal quality information, the femoral component loosening cannot be proven. CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient was complaining of pain resulting in revision.